Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer' reference number of this file is cpt(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a revision surgery of the right thr for head, neck and cup due to metallosis after 2 years 3 months in vivo. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. A trend was identified (3 complaints within 1 month for the mmc cup ref 01.00634.052 with similar event) and a trend investigation has been initiated. The compatibility check was performed from www.productcompatibility.zimmer.con and showed that the product combination was approved by zimmer. The inspection plan sap states that the surface of calotte is 100% inspected by attributes with gage. The revision operation report describes severe metallosis with large pseudocyst, brown cloudy joint fluid and no evidence of any bony ongrowth onto the acetabular component. Possible causes for the reported event according to sap dfmea. Increased wear -> due to clearance too small, rim loading. Increased wear -> due to clearance too large. Increased level of ions -> due to chemical/crevice/ corrosion. Increased number of wear particles -> due to chemical corrosion. Reduced rom, increased wear -> due to component malpositioning. Increased wear -> due to component damaged during operation - scratches on articulation surface. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. This is a bilateral claim: left complaint is reported under cpt(B)(4) (9613350-2015-00507).

Event description:
Event description has not changed.

Manufacturer narrative:
This case was re-opened on (B)(6) 2015 to enter add'l info received on (B)(6) 2015. Where the numbers were received for the devices, the device history records were reviewed and found to be conforming. No x-rays were provided for review. Surgical reports were received and will be reviewed during the investigation process. Should add'l info become available, and an investigation result be available, an amended medical device report will be submitted.

Event description:
Add'l info was received on (B)(6) 2014. It was now reported that the pt was implanted a zimmer mmc cup 52mm/44mx code j on the right side on (B)(6) 2012. It was now reported that a revision of head, neck and cup was performed on (B)(6) 2014 due to metallosis, elevated cobalt and chrome levels and pain.

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component on the right side (exact date not reported). Currently, the patient is being monitored due to unknown reasons. This is a bilateral claim. Left complaint: cpt(B)(4).